Event description:
Retrospective and prospective chart review and analysis of endoscopic treatment by biliary stents. It was reported that approx 499 days post an rx wallstent permalume 10mmx40mm stent placement in the common bile duct (cbd), the pt experienced unspecified symptoms suggestive of obstruction. The pt underwent a stent removal procedure at which time; the physician attempted to removed the device with a "snare and rat tooth forceps", but was unable to remove the device due to "overgrowth" at the proximal end. The physician also noted "technical difficulties during removal due to "major tumor burden impacting access to the stent". An unspecified plastic stent was implanted through the 10mmx40mm rx wallstent permalume. The following day, the unspecified plastic stent was removed and the physician implanted a 10x80 covered wallstent in the common hepatic duct. The pt's condition resolved with plastic stent placement.

Manufacturer narrative:
Device analysis: the complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.